Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the patient presented the merlin@home transmitter which was hot to the touch and produced a burning smell. The transmitter was replaced and the patient is well.

Manufacturer narrative:
The result of the analysis confirmed the reported event of failure to start up. Inspection of the ac power adapter revealed burn marks on the main pcb consistent with damage due to the high current flow through the ac wall power outlet.